Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The lens diopter result obtained from the monofocal bench system of the test performed showed that intraocular lens serial number (B)(4) corresponded to a 20.0 diopter. No deviation was reported. The intraocular lens was returned with one of the haptics distorted that may be related to handling of the intraocular lens. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age at time of event: (B)(6) years old. Gender: male. The patient outcome is good. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review indicated that all process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related to the complaint type reported. The documentation showed that the production order was manufactured per specifications for the model ar40e sensar 20.0 diopter intraocular lens. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient's eyesight was different -2 diopters from the target with a model ar40e 20.0 diopter lens with serial no. (B)(4). It was stated that the doctor explanted the lens in a secondary procedure and implanted a model ar40e 19.0 diopter lens on (B)(6) 2014.